Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device had low/distorted audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The condition was verified. The cause of the condition was a dislodged rear case speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had low/distorted audio. No additional information is available.